Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).the patient experienced pain, erosion, urinary problems, bleeding and recurrence. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat cystocele and enterocele on (B)(6) 2006 and mesh was implanted it was reported that following the surgery the patient experienced pain, urinary problems, recurrence, erosion and bleeding. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.